Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy when an svt episode was detected in the vf zone. Patient did not feel the shock. Programming changes were made. Device remains implanted. Patient condition is good.